Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump was overheating sometimes. The reporter stated that she was not sure when it occurred. The reporter confirmed that the pump was currently fine. The reporter confirmed that there was no damage to the battery compartment or cap. The reporter confirmed that besides a few chips in the paint or scratches that the pump was intact and stated that the pump was hardly ever exposed to water. This report is made based on the allegation of the pump overheating.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012: complaint regarding pump overheating could not be duplicated during investigation. Battery was not returned with pump for investigation. Battery compartment and cap are intact with no physical damage or evidence of moisture damage. Pump powered on normally and exercised for 4 hours, no overheating or alarms were duplicated. Pump electrical current draws were found within specification. Pump cover was removed no evidence of internal moisture found. No defects found to power flex, battery connections.